Event description:
Patient was revised to address disassociation of the liner from the cup. It was reported that the liner fractured and spun out. Impingement was indicated; however, it was reported that neither the cup nor the stem were malpositioned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address disassociation of the liner from the cup. It was reported that the liner fractured and spun out. Impingement was indicated; however, it was reported that neither the cup nor the stem were malpositioned. Doi (B)(6) 2012 - dor (B)(6) 2014 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.